Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2009. In (B)(6) 2013 the patient was diagnosed with a type 2 endoleak. The physician elected to seal the leak with a coil embolization procedure. Post procedure the patient showed sac growth and computed tomography showed a potential type 3 or type 1 endoleak. The physician elected to monitor the patient. The patient was in stable condition.